Event description:
The customer reported that the device, smi-02ap, spectrum autopass suture passer, was being used during an unknown procedure on (B)(6)2024 when it was reported, ¿the instrument broke during intraoperative cuff suture.¿. There was no report of injury, medical intervention, or hospitalization for the patient or the user. The photographic evidence from the reporter shows the broken piece of the device. The procedure was completed with an alternate device causing a 10-minute delay in the procedure. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The returned used device, item smi-02ap was evaluated for spsmi-02ap, rev-ac and (B)(4), rev-ac found broken lower jaw. A root cause cannot be determined; however, based upon evaluation of the device, a possible cause of this event could be that there was use of excessive force. A device history record (DHR) review was requested from the manufacturer, and no indication of abnormalities was communicated. A two-year lot history review shows a total of 1 device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 22 complaints, regarding 22 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0004. Per the instructions for use, the user is advised to avoid lateral stresses to the instrument or device function maybe compromised. Do not use if parts are broken, cracked or worn, or device function maybe compromised. Prior to use, inspect instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, smi-02ap, spectrum autopass suture passer, was being used during an unknown procedure on (B)(6) 2024 when it was reported, ¿the instrument broke during intraoperative cuff suture.¿. There was no report of injury, medical intervention, or hospitalization for the patient or the user. The photographic evidence from the reporter shows the broken piece of the device. The procedure was completed with an alternate device causing a 10-minute delay in the procedure. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text: device not yet received.